Event description:
A user facility returned the olympus asset, the colonovideoscope, to the olympus service center for reprocessing. Upon inspection and testing of the returned device, it was observed that there was no air/water flow and there was an air leak. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process, finding: during a scope leak test button #1 had a hole and was leaking, unable to check 2nd leak test, the distal end plastic cover/probe cover had dents and scratches, the bending section cover/distal sheath had glue, the objective and light guide lens both had cracks, the switch and camera button #1 had a hole and was leaking, the air water supply had no air or water, when the nozzle was removed from the air water supply it was within normal standard, nozzle had advanced diagnostics, the insertion tube had minor surface scratches, the control body button #1 was cut and leaking, the scope connector label was peeling, the control knob had movement, the labeling was observed to be peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material adhering to the nozzle could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring from the switch. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.